Manufacturer narrative:
The field service engineer (fse) replaced the sipper, the tubing and the electrodes, however, the issue was not resolved. The field service engineer returned to the customer site and adjusted the volume of the sodium hydroxide (naoh) solution for the rinse unit. The customer had no further issues after the rinse unit was adjusted. The high results were due to contamination of the measuring cuvettes by sodium ions. The service maintenance actions (adjusting the rinse unit) resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for sodium (na) on a cobas 4000 c (311) stand alone system. The customer provided an example of discrepant results for 1 patient sample. The initial result was 158 mmol/l. The repeat result was 143 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.